Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a faradrive steerable sheath was selected for use. It was noted that there was damaged valve of faradrive sheath. Thus, the sheath and ablation catheter were replaced and the case was continued. There was no patient complications. It is not currently known if the device will be returned for analysis.